Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 5ml s/su sterility was questioned. It was reported that 11 units were identified with the packaging open. Product: seringa desc 5ml l lock cx 700un bd ref (B)(4). Lot: 5272973 ; expiry date: 30/09/2030. Additional information received on 15-apr-2026. Has there been any damage to the patient's health? If yes, please explain in detail. No. Was the incident notified to anvisa? If yes, what was the notification number? Yes, notification number: (B)(4). Can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026.